Manufacturer narrative:
The investigational analysis has been completed. The device was visually inspected and found to be in good condition. The magnetic sensor was tested on carto and the catheter was properly visualized with no errors observed. The force sensor was tested and found to be working properly. Force values were observed within specifications. Electrical tests were performed on the catheter and found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and both temperature and impedance values were observed within specifications. Irrigation and deflection tests were performed and found to be within specifications. The catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use IFU state that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. Concomitant products: baylis transseptal needle (model# unknown, lot# unknown), merrit medical transseptal sheath (model# unknown, lot# unknown). (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for atrial fibrillation (afib) with a thermocool smart touch sf unidirectional (stsf) catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the ablation phase, a steam pop occurred. Cardiac tamponade was then confirmed. Pericardiocentesis was performed and 650 cc¿s of fluid were removed from the pericardial space. It is unknown if extended hospitalization was required as a result of the adverse event. Patient outcome was unchanged. There were no factors cited that might have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it occurred as a result of the steam pop. There were no issues or error messages observed on any bwi products or equipment during the procedure. Transseptal puncture was performed with a baylis transseptal needle and a merrit medical transseptal sheath. The generator parameters included stsf default settings at 40 watts using a smartablate generator. The impedance dropped from 120 to less than 100 ohms. The force was at 19 grams while applying 40 watts of power. The power did not titrate during the ablation. The overall time for ablation at the site of injury was more than 5 seconds. The last ablation cycle time at the site of injury was 20-30 seconds. The irrigation flow was set at 15 ml/min while applying 40 watts of power. The patient received an unspecified anticoagulant during the procedure, with an activated clotting time of more than 300 seconds. The shaft proximity interference value is unknown. The catheter was not in close proximity to another catheter. The catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. The carto 3 system did not indicate to re-zero the catheter. Steam pop is not reportable. The potential risk that it could cause or contribute to death or serious deterioration in state of health is remote. The issue of cardiac tamponade has been assessed as reportable.